Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was good.